Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative via a healthcare provider (hcp) regarding a patient receiving gablofen (1000 mcg/ml at 360.1 mcg/day) via an implantable infusion pump. It was reported that the patient experienced increased pain and seizures and was admitted to the hospital. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs were checked and no abnormalities were found. The next refill date was noted to be scheduled for (B)(6) 2019. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.